Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 16mm x 2.25mm, concentric, de novo target lesion with a bend of between >45 and <90 degree was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 16 synergy stent was advanced but failed to cross the lesion. The stent system was removed and pre-dilatation was performed. Subsequently, the stent was then advanced through the guide catheter but resistance was encountered. When the stent was removed, it was noted that the stent struts were frayed. Another of the same device was selected and the procedure was completed after post-dilatation. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: a synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts pulled in a distal direction over the distal markerband. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 16mm x 2.25mm, concentric, de novo target lesion with a bend of between >45 and <90 degree was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 16 synergy stent was advanced but failed to cross the lesion. The stent system was removed and pre-dilatation was performed. Subsequently, the stent was then advanced through the guide catheter but resistance was encountered. When the stent was removed, it was noted that the stent struts were frayed. Another of the same device was selected and the procedure was completed after post-dilatation. No patient complications were reported and the patient's status was stable.